Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastomosis of the rectum to colon on a robotic laparoscopic sigmoid colon resection, the anvil detached from the spike upon removal. The anvil tilted properly but disconnected and had to be removed manually. There was no patient injury.